Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - the event is related to a printing issue when the device is programmed in the MRI pacing mode (voo). - nevertheless, the subject pacemaker was correctly programmed in voo mode by the physician. - no issue is suspected on the subject pacemaker. - the complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
As the cardiologist set the pacemaker with MRI mode : auto mode, voo. He printed the parameters and he read that the MRI mode set is aoo which is not programmable in a dr pacemaker. He's sure he set the pacemaker in voo mode (MRI auto). No picture available for the programmer's screen.